Manufacturer narrative:
(B)(4).a sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Event description:
A customer reported to baxter product surveillance of a solution set in which the drip chamber was not bonded to the tubing. This reported condition occurred before use. There was no patient involvement, injury or adverse event is reported. No additional information is available.

Manufacturer narrative:
(B)(4). A customer sent in an unused sample for an evaluation. The sample arrived in an opened pouch unprimed. Visual inspection showed the tubing had separated from the drip chamber. Closer visual inspection of the tubing end showed that the cause of this condition was due to no visible plow ridge or solvent residue present. The remaining solvent bonded connections were then checked for separation with no separation noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.